Event description:
It was reported that the customer went to the hospital for diabetic ketoacidosis. Cause was not known and blood glucose value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.